Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed overestimation on a pacemaker. The physician elected to explant and replace the pacemaker. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
Field complaint of overestimation was not confirmed. The device was received from the field with battery voltage at end of life. Electrical, mechanical, and longevity analysis was normal with no anomalies found.